Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. The returned device indicated the set screw was found in the connector bore. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure after the right ventricular lead was inserted into the implantable cardioverter de fibrillator (ICD) header frequent oversensing of intrinsic p-wave/crosstalk was seen. The impedance was high and there was no capture. The lead was re-tested through analyzer with no problem of sensing, capture or impedance. Lead inserted and removed from device several times, with same issue every time. No noticeable fluid/tissue inside header. Another device was attached with no sensing, capture or impedance issues. Suspect grommet/set screw problem or damage. Another device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.